Event description:
During a ptca/stenting treatment procedure involving a calicified and stenotic lesion in the middle portion of the lad coronary artery, the bio ranger balloon lost pressure at 12 atm's on the initial inflation. It is noted that the catheter crossed the lesion with difficulty. The bio ranger balloon was removed and replaced with another catheter. A bx velocity stent was implanted as previously planned to successfully complete the procedure. The patient was asymptomatic during this event. A tgv guidewire (size unknown) and a guider sl4 guide catheter (size unknown) were also used in this case, but the type and size of introducer sheath and which inflation device was used are unknown. Patient status is reported as 'good'.